Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a patient who was living in an assisted living fell and hit one of their deep brain stimulation (dbs) ¿probes¿ leads. According to the consumer the patient "must have fallen hard enough on the floor to hit a hole in the sheet rock or whatever they hit because they quit speaking, eating, and couldn¿t get out of bed." The staff at the assisted living told the consumer the patient wasn¿t injured but wanted to know if it was normal for the patient to sometimes refuse to be dressed (which it was), but then the patient wasn¿t talking with them, didn¿t want to get out of bed, and quit eating (which wasn¿t normal for the patient). On (B)(6) 2018 the patient had a ¿real light shadowy deep bruise about the size of a grapefruit over the top of their head right over the top of the right dbs probe.¿ according to the consumer the area was ¿a little bit raised but it wasn¿t obvious as it was hard to see without being in the light¿ as the staff working at the assisted living hadn¿t noticed it. Due to the change in the patient the consumer drove to see the patient who was moved to hospice 4-5 days later and eventually died on (B)(6) 2018 which was thought to be related to the device although the patient never saw a medical professional and no autopsy was performed. It was noted that a week to a week and a half prior to the patient¿s death they didn¿t take any medications because they couldn¿t/wouldn¿t take them except for some oral morphine that hospice put them on along with a pain patch. Relevant medical history includes parkinson¿s dual and movement disorders.